Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. The applicator was successfully tested at 100 watts for 30 seconds. The probe was then percutaneously placed in the patient's liver and the first ablation was completed at 140w for 6 minutes. During the second ablation, the unit was set for 140 watts for 6 minutes. After approximately 2 minutes of ablation, the wattage dropped. No error codes displayed, so the physician completed the ablation. When withdrawing the applicator, it was noted the ceramic tip had detached. A CT scan confirmed the ceramic tip was retained inside of the patient. The patient will be observed and monitored. The patient did not experience any harm as a result of this incident.